Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was making a sound, and that the patient was hearing the high urgency alert at various times on a daily basis. The patient also felt stinging in the pocket when the alert sounds, and there was no stimulation with high output pacing. An attorney further alleged that the device was defective. The patient further reported that his first device was bad, that it delivered a shock that knocked him out, and then delivered tiny electrical shocks 3-4 times per day, which felt like a 9 volt battery not a full shock. The patient stated that because of the shocks his heart was burned, and that his ejection fraction had decreased from around 57 to the 20s. The device was explanted and replaced. No further patient complications have been reported as a result of this event.